Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: piece of plastic in an crescent shape 25x8mm within the barrel of syringe. Noticed before administering propofol.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon inspection, a broken piece of plastic was observed inside the syringe, verifying the reported concern. A device history review was performed for lot 2408025. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Final products from this manufacturing line, for the referenced item, are sampled and undergo both visual and functional inspections at various stages of the production process, in accordance with established procedures. No issues related to the reported event were found during these inspections. Additionally, the areas where components move through the manufacturing process are designed to minimize the risk of damage. Based on the sample provided, the plastic piece appears to be a broken component of the syringe that likely fractured within the manufacturing equipment and entered the product during assembly. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.